Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary the complaint device was received at service center and evaluated. Per service manual operational and diagnostic analysis does not confirm the reported issue (pump was leaking black water out of the front and back of the pump). The testing of the unit was completed per the service manual. Replaced broken fill chamber holder. The unit passed all functional tests and is fully operational. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that prior to an unknown case during set-up, the customer's fms vue pump was leaking black water out of the front and back of the pump. The sales rep stated that there is a hole in the tubing from it rubbing against the wheel of the cart. The sales rep stated that when the device turned on after cleaning, it beeped. The case was cancelled as no alternative was available. The sales rep was not present and could not provide any additional information. The device is being returned for evaluation.